Manufacturer narrative:
(B)(4). Date of initial report: 03/14/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the ligasure hand piece fell apart in the hand during device set up. No unanticipated tissue loss. No extension in surgery time. Nothing fell into the patients cavity. No patient injury reported. Another device was used for the procedure.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 03/14/2016. Date of follow-up report : 05/23/2016. One used lf1212 was received for evaluation. Initial visual inspection found a broken weld on the k-side of the device. The investigation identified the root cause of the reported event to be attributed to an assembly error. During the manufacturing process. No trend has been identified for this failure mode. No corrective action is required. A review of the manufacturing non conformances was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the customer report were within specified limits at the time of release.